Event description:
It was reported that post-operatively, the patient developed a urinary tract infection which has made them very ill. Infection in the joint has since developed, as surgeon noted patient had been doing well before the above infection. A revision of right tha due to infection following a dair was performed. Patient still had infection and required first stage revision to remove all components, wash out and debridement. Cemented a 52 liner and size 1 c stem placed for approximately 6 weeks, and will then fully revise.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: patient: right side, patient developed a urinary tract infection which has made them very ill. Infection in the joint has since developed as surgeon noted patient had been doing well before the above infection. Patient is considered medically overweight have requested bmi along with additional patient info, awaiting. Event: revision of tha due to infection following a dair (pc:). Patient still had infection and required first stage revision to remove all components, wash out and debridement. Cemented a 52 liner and size 1 c stem in for approx. 6 weeks and will then fully revise. Construct: pinnacle cup (B)(6), dual mobility liner (B)(6), pe liner (B)(6) + femoral head (B)(6), corail stem (B)(6). The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. (B)(4). The photo investigation revealed that the head remained assemble to the liner. Additionally metal transfer and foreign substance that appears to be organic material can be seen, the observed condition is consistent with the explanation process. Nothing indicative of a device nonconformance was observed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the dlt ts cer hd 12/14 28mm +5.0 would have not contributed to the complained adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.